Event description:
The device reportedly switched between motion detected and press analyze messages when the device was connected to the patient. The quik-combo pacing/defibrillation/ECG electrodes were reportedly replaced and the device allegedly continued to display the motion detected and press analyze messages. The patient's outcome was not reported to mpc.